Event description:
A (B)(6) old male pt contacted zoll customer support to report that his belt will not stay attached to the monitor and there is damage to the connector. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (belt will not stay connected to monitor/damage to connector) has been confirmed. As received, the monitor's belt connector was missing both mounting screws which caused the connector to be loose inside the monitor. The root cause of the loose and missing hardware cannot be positively identified. No adverse event resulted from the damaged monitor connector. The pt received a replacement monitor.